Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on assessed, as unidentified (tear) opening. Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: crease is observed. Nicks are observed. Assessed, as non-penetrating nick. Yellow particles on device inner surface are observed, yellow particles on device outer surface are observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture" and exchange due to patient's concerns against the device. The device remains implanted.